Manufacturer narrative:
The investigation into the automated impella controller (aic) purge disc/flag issues has been completed. Data review: after reviewing the imc log of this aic, it was found that "purge disc not detected" alarm (event set #402) was triggered several times. Device analysis: the console was tested after arriving in field service. It was evident that the purge retainer was broken (disk detect flag was intact).

Event description:
The user facility reported a 45-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) alarmed for purge disk not detected. The aic was swapped out with another aic with no further issues. There was no patient harm.